Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: failed self-test continually, tested binary valve and autozero functions to verify performance, autozero function would not work even with proper setup, indicating a need for replacement of pressure sensor assembly. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: failed self-test continually, tested binary valve and autozero functions to verify performance, autozero function would not work even with proper setup, indicating a need for replacement of pressure sensor assembly. No patient involvement.